Event description:
It was reported that a device interrogation was not possible during a patient's device check. The programmer head was changed for a different one. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device failed a functional test due to the cable being out of electrical specification. It was also noted that the radiofrequency (rf) head label was delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.